Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed inaccurately high results compared to her feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at an unspecified time on (B)(6) 2015, when she obtained an alleged inaccurately high blood glucose result of "300 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with insulin (self-adjuster). She reported that after obtaining the alleged inaccurate result, she continued with her usual dose of medication, including sliding scale, and administered 10 units of novalog insulin on (B)(6) 2015 around 5:00pm. She claimed that 30 minutes after the start of the alleged issue, she developed symptoms of "shakiness [and] weakness" she denied that she received any treatment for her symptoms. During troubleshooting, the cca established that patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. However, the patient did not have control solution available to test the meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered medication based on the alleged result and reportedly developed symptoms suggestive of severe hypoglycemia, after the alleged meter issue began.